Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. Both parts of the screw were returned. The complaint was confirmed. The head of the abutment screw was completely broken off. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that abutment screw fractured. Implant still implanted.